Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 144601: 75 items manufactured and released on 29 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, 74 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 year and 4 months after primary complaining due to a swollen knee due to minor instability on the lateral side. It was varus stress opened laterally. The surgeon performed a medial release and upsized the insert to a 13mm. The surgery was completed successfully.